Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer has been receiving lost sensor alerts. It was advised to perform find lost sensor but the transmitter was not communicating with the insulin pump. Troubleshooting was done and after testing that the transmitter is functioning, it was advised to remove the sensor. Mother stated that the sensor cannula missing when removed and it was not under the tape or coming out of the sensor. The sensor has been used for about 9 hours and a half. Blood glucose value is unknown. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. No broken or missing cannula was found during our analysis